Event description:
The customer reported obtaining platelet (plt), differential and latron background failures along with an aperture voltage error upon startup on a coulter lh 750 hematology analyzer. The customer technical support (cts) representative assisted the customer through troubleshooting procedures, which resulted in the discovery of a fluid leak that had partially dried. The leak was contained within the instrument and consisted of a fluid volume of approximately 1ml of blood and diluent. The instrument was considered inoperable, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/20/2015. The fse discovered cut tubing on top of the diff mix chamber. The fse replaced the tubing resolving the leak, background failures and errors generated by the instrument. The repairs were verified per established procedures. (B)(4).